Event description:
Pt had port inserted 6/9/95. On 6/13/95, pt received first dose of corboplat through port. Pt experienced severe pain. Chest x-ray with dye insertion into the port found the cath in the right atrium. Catheter was free from fitting. It was retrieved through the right groin.